Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro blue toggle did not move appropriately to open the jaws and activate the device. A replacement device was used to perform the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. Sign of blood was observed on the jaws. A microscopic inspection determined that the heater wire was flexed away from the center of the hot jaw and remained attached. A mechanical evaluation was performed to evaluate the function of the toggle. The toggle was positioned the center position as instructed in the instructions for use. The jaws closed as soon as the toggle was positioned at the center. The toggle was then pushed in the forward most position which resulted in the opening of the jaws as intended. The toggle was then pulled until resistance was met. A click sound was heard when the toggle attained the most proximal position. The toggle was not found to be loose or disconnected. The handle was opened to evaluate the toggle. There were no non-conformities observed with the toggle. Based on the return condition of the device and the evaluation result, the reported failure mode mechanical issue; toggle switch difficult to engage was not confirmed but was confirmed for analyzed failure mode bent; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro blue toggle did not move appropriately to open the jaws and activate the device. A replacement device was used to perform the procedure. The hospital did not report any patient effects.